Manufacturer narrative:
Our field service engineer determined that one of the pins was broken off from the control cable between the patient unit and user interface and did not making proper electrical connection, causing the unit to display "restart ventilator" message. The control cable was replaced. Ventilator logs were downloaded. The ventilator passed all functional and safety tests, was returned to customer and cleared for clinical use. Evaluation of received ventilator logs was performed. The event log contains a panel disconnect and ventilator shutdown from ongoing ventilation which is not preceded by a standby. However, the shutdown is registered as normal together with a system startup, which implies that turning off and on of the ventilator was done by the on/off switch at the rear of the user interface. This was however on may 14, 2017, the day before the reported date of event, and we assume that this is the reported event date. There are no technical error codes in the logs except for panel disconnect alarm, indicating no ventilator malfunction. Panel disconnect alarm will not affect ongoing ventilation. The last successful pre-use check was performed two days prior the date of event. Also, on the event date there are two successful pre-use checks performed. There is no stop of ventilation in the logs, but a panel disconnect alarm which probably was perceived as a stop of ventilation. The issue was induced by a defective control cable between the patient unit and the user interface.

Event description:
(B)(4).

Event description:
It was reported that the ventilator shutdown while it was connected to a patient. There was no patient harm. (B)(4).